Event description:
Zhang, y., peng, q., zhou, y., wang, c., zhang, l., yang, x., <(>&<)> mu, s. (2022). Outcomes of reconstructive endovascular treatment of vertebrobasilar dissecting aneurysms with intramural hematoma. Frontiers in neurology, 13, 1¿10. Https://doi.org/10.3389/fneur.2022.914878 medtronic review of the literature article found a retrospective study of clinical and radiological data from 36 patient who underwent endovascular treatment (evt) with flow diverters or conventional stents; 20 patients were treated with flow diverters and 16 with conventional stents. Both groups included treatment using only stents or combination of stent and coiling. The solitaire stent was among several types of stents included in the conventional stent group though the implantation of a solitaire fr stent is off-label use. The pipeline was the only flow diversion device mentioned in the article. It was noted that marksman microcatheters were used together in the flow diversion/pipeline cases. No device malfunctions or intra-operative issues were noted. For the conventional stents group, the article did not specify which brand or model of stent was used for each case so it could not be determined if the reported events pertained to a solitaire device or not. It was noted in angiographic follow-up that aneurysm recurrence was observed in 5 patients in the conventional stent group. Unfavorable outcome results were noted in 2 patients in the flow diversion group and 3 patients in the conventional stent group. Adverse events noted in the article included: in the flow diversion group, it was noted that 2 hemorrhages were observed and 1 ischemic event was noted. In the conventional stent group, one hemorrhage was observed. No additional treatment/intervention, new or prolonged hospitalization, life-threatening outcome, or patient mortality was noted.

Manufacturer narrative:
Associated with MDR #: 2029214-2023-00277, 2029214-2023-00278. The reported patient age (47 years) is the mean age of flow diversion/pipeline stent group reported in the article. The reported patient sex (male) is representative of the majority of patients included in the study medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.